Manufacturer narrative:
MFR reference no: (B)(4). Baxter received and evaluated the device. The unit was tested for 24 hours with no reoccurrence of the system error 322. However, review of the history log confirmed the reported symptom. A physical inspection of the device found the lower aux. Flex to be creased/pinched, which may have contributed to the reported symptom. The low aux. Assembly will be replaced.

Event description:
It was reported that a device alarmed for a system error 322. Any patient involvement, injury or medical intervention is unknown.